Event description:
Part was returned as an obvious explant with damage about the inserter hole.

Manufacturer narrative:
Parts were returned without return authorization and repeated attempts to contact the distributor have not yielded the required info to adequately complete this report. As the info is obtained, this report will be updated and resubmitted. Evaluation summary: part was returned in an uncleaned state as an obvious explant. Explant was initially examined through the specimen container by product development engineers and was then cleaned and disinfected by ortho development. The part was then visually re-examined by product development engineers. The inserter hole, which is designed for use with an ortho development designed instrument to facilitate the placement of the implant into the spinal disc area, was physically damaged with obvious displaced material. Additionally, there was a significant gouge of the tip of the inserter instrument. This damage suggests an excessive and abusive over-tightening of the instrument causing it to deform the inserter hole and most likely slipping out and gouging the actual implant. To date, no adverse effects to the pt have been reported.